Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The representative re-seated all of the video cables and was able to isolate the issue to the computer video out. The issue was seen on both monitors and when the monitor is bypassed. It is present from startup, pointing to a video card issue. The cpu was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect computer has been returned to the manufacturer for evaluation. The computer booted normally to the application screen and no errors were found in testing.

Event description:
A site representative reported that, while in a cranial resection procedure, the navigation system exhibited an unexpected exit. After loading the exam, the system became unresponsive. The site completed the procedure with their other navigation system. The site representative inspected the system and saw no signal displayed on the staff monitor and nothing was displaying on the surgeon monitor. The fan was working and the system was restarted multiple times without resolve. There was no impact to the patient outcome as a result of this issue. There was no delay to the procedure reported.

Manufacturer narrative:
Additional information: analysis for casepart-243463 received. The cpu was returned to the manufacturer for analysis. Analysis found that no failures were found when testing. All test checkouts determined the cpu is fully functional.